Event description:
Primary i.v. Set had a liquid in the fill chamber in the sealed packaging. When the nurse opened a new primary i.v. Set, she noticed that the fill chamber had a liquid that smelled like nail polish remover. The tubing was not attached to the i.v. Bag and never used on the pt. The product was returned to the pharmacy and the MFR was reported. Product: lifeshield primary i.v. Set lot#: 54167 5h. Dates of use: 2008. Diagnosis or reason for use: infection.